Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 20 and cartridge alarm 30 occurred during the load sequence with multiple cartridges. Customer's blood glucose level was 140 mg/dl. Reportedly, the pump was exposed to moisture and subsequently, multiple malfunctions occurred. In addition, it was reported that an altitude alarm and temperature alarm occurred. Customer declined to further troubleshoot with tandem technical support. Customer reverted to an alternate pump for insulin therapy.